Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver having no power even with a good known battery. Functional tests were not performed due to the receiver having no power. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver having no power even with a good known battery. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4). D4: model/ catalog/ unique identifier (UDI) number - correction d4: serial/ lot number - additional h2: correction/ additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.